Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the system-1 failed the battery charging test. The system with four roller heads running at full speed ran for about one and a half minutes on battery and then abruptly shut down. There was no patient involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The power manager and power supplies appear to be operating normally. So the fsr pulled the battery tray. The fsr powered the system-1 on alternating current (a/c) and monitored the batteries under load as he switched the system to the batteries. He confirmed that one battery was failing as it immediately dropped below ten volts direct current (vdc) under load within 30 seconds. The fsr installed new batteries and allowed the system to charge until the tnac reset to 18.000 amp hours (ah). The fsr performed a battery charging test and they passed. The unit operated to manufacturer specifications and was returned to clinical use. The batteries were installed in this system as part of the preventive maintenance (pm) on (B)(4) 2013. The suspect batteries were returned to the manufacturer for further evaluation.